Manufacturer narrative:
Lot # 18j023, 18h027, 18k033, 19a036. Forty-two (42) single-use devices were received for evaluation. Visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the 42 returned devices. The devices were found to be conforming product. A batch review was conducted for lots 18j023, 18h027, 18k033, and 19a036 and there were no deviations found related to this reported condition during the manufacture of any of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 52 </noe> malfunction events. It was reported that fifty-two (52) small volume folfusors leaked. Of the 52 events, forty-two devices leaked from unspecified locations, six devices leaked from the blue winged luer cap, two devices leaked from the fillport, one device leaked from an unspecified cap, and one device leaked ¿below the red cap¿. The events occurred prior to patient use. All 52 events did not involve patients. No additional information is available.

Manufacturer narrative:
Two additional single-use devices were made available for evaluation. Upon receipt, visual inspection on the units was performed and noted fluid inside the bag that contained the units. When the units were removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged luer caps. The blue winged luer caps were hand tightened and a functional leak test was subsequently performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One additional single-use device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.